Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Initial customer report indicated an issue with the dso (downstream occlusion) seal, the complaint was able to be replicated. Upon visual inspection the dso seal was found to be degraded. Performance verification testing performed. All tests passed within specification. Probable cause: dso signal degraded. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a delaminated downstream occlusion (dso) seal. Discovered during testing. There was no patient involvement.